Event description:
On (B)(6) 2012 the manufacturer received clinic notes for a vns patient from an office visit dated (B)(6) 2012. It was indicated in the notes that the patient was implanted with vns due to his history of seizure disorder and the device works great in controlling seizures. It has also been indicated that the patient has a previous medical history of sleep apnea. The relationship between the patient's sleep apnea and vns is currently unknown. Additionally it is unknown if the patient had a pre-vns medical history of sleep apnea. The patient has been implanted with the device over the last 10 years. Follow up revealed that the physician who submitted the notes would not be able to provide any information on the sleep apnea as this was the first time the surgeon saw the patient and the medical history was obtained from the patient's neurologist. Good faith attempts to obtain additional information have been unsuccessful to date.

Event description:
Additional information was received from the neurologist's office reporting that there is no relationship between the sleep apnea and vns. It is unknown when the sleep apnea was first observed; it is uncertain if the patient has a medical history of sleep apnea. No interventions have been taken for it, and no causal or contributory programming or medication changes precede the onset of the sleep apnea.

Manufacturer narrative:
If implanted, give date (mo/day/yr): per the clinic notes, the patient's device was implanted 10 years ago which would have been sometime in 2002 however according to the manufacturer's records, the device was initially implanted on (B)(6) 2009 therefore (B)(6) 2009 is being used as the implant date until information is received indicating that the date is something other than (B)(6) 2009.